Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent fracture occurred. During preparation, a 2.75 x 38 synergy stent was selected for treatment. However, it was noticed that the synergy monorail stent fractured. The device was not used in the procedure. The procedure was completed with another of the same device. There were no patient complications reported.